Manufacturer narrative:
The issue of unexpected device reset (power cycle) was not able to be verified and was not able to be duplicated. A cause of the reported issue could not be determined. The issue of logged an event code in the memory which is related to the device performing a watch dog reset to prevent the device from freezing due to a software detected anomaly was able to be verified. The cause of the reported issue was traced to the device software. The watchdog reset is a well-established software safety mechanism. The goal of the watchdog reset is to serve as an intentional backup system to detect a potential software issue and quickly return the device back to a safe operating condition without additional operator intervention to troubleshoot the issue (such as powering the device off then back on, removing and reinstalling power sources, etc). If a detected software anomaly occurs on the lifepak 35, the watchdog reset automatically initiates a ¿warm boot¿ which will restart the device while preserving the settings and mode that was last being used with the intent of minimizing interruption to the clinical workflow. A software enhancement (80.1.25.9) for the lp35 was released in (B)(6) 2025 to reduce the occurrence of non-critical watchdog resets, allowing them only under conditions where system integrity is at risk. The device software was updated to resolve the issue.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device power cycled multiple times and had logged an event code in the memory which is related to the device performing a watch dog reset to prevent the device from freezing due to a software detected anomaly. Initiates a ¿warm boot¿ which restarts the device while preserving the settings mode that was last being used to minimize interruption to the clinical workflow. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. This issue is patient related; however there was no adverse patient outcome reported. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device power cycled multiple times and had logged an event code in the memory which is related to the device performing a watch dog reset to prevent the device from freezing due to a software detected anomaly. After clearing the code, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device power cycled multiple times and had logged an event code in the memory which is related to the device performing a watch dog reset to prevent the device from freezing due to a software detected anomaly. Initiates a ¿warm boot¿ which restarts the device while preserving the settings mode that was last being used to minimize interruption to the clinical workflow. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.